Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate ams (automatic mode switch) was noted due to far r wave oversensing. Technical support was contacted and additional information was requested but not yet received. The patient was in stable condition.

Event description:
During follow-up, inappropriate ams (automatic mode switch) was noted due to far r wave oversensing. Technical support was contacted reprogramming was performed to resolve the issue. The patient was in stable condition.